Manufacturer narrative:
Date sent to the FDA: 11/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/21/2021 additional information: a1, a2, b7 additional b5 narrative: it was reported that the patient experienced infection following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2011. (B)(4) submitted for the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2011. It was reported that the patient underwent removal surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, dense adhesions, colon resection, colocutaneous fistula, drainage, abscess, nausea, bulging, inflammation, stress and anxiety. No additional information was provided.